Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they don't think they were feeling anything. Patient stated they felt the stimulation at the time of implant but not anymore. Patient stated they went to the doctor because they were 80 years old and they were aging, one of their friends said they probably have a prolapsed bladder, but the doctor found out that they have urinary retention. Patient said they have no symptoms whatsoever, no leakage, no urgency, and no uti symptoms, so they can't really tell if the therapy has been working for them or not. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they have an appointment with their hcp in october.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.